Event description:
It was reported via repair work order that the bed lifts were drifting down due to damaged nylon glide nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.